Event description:
On 03/29/2022, it was reported by a sales representative via sems that an ar-9676 angled reamer, drive shaft and an ar-9597-25 angled reamer sleeve had an issue. While preforming an augmented rtsa, the 25 degree reamer and drive shaft became cold welded. This was discovered during use with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging against the device during use.